Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Gcm received an email via service cloud on (B)(6) 2024 from (B)(6), regarding a pump, cadd-solis, model 2110, ce with ln21-2111-0100-50 and sn (B)(6). It was stated that when they are trying to attach the cassette, the unit is showing ¿cassette not attached properly, reattach cassette¿ with continuing alarm. There was unknown patient involvement and unknown patient harm/adverse event reported. (B)(6) 2024.

Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.